Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires we exposed. No signs of thermal damage were observed. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end. Components adjacent to the broken wire do show damage. The grip cable is broken.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a damaged conductor wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer found the cord damage after the instrument was removed from the patient. The customer confirmed that the cord was not completely broken, and the damaged insulation exposed the internal wires. There was no arcing or thermal damaged observed.